Event description:
It was reported that the patient experienced a shocking or jolting sensation. The pt was programmed yesterday. Her stimulation was turned down. The shocking sensation and pain went away. The shocking sensation has come back; the pt has been in a lot of pain and discomfort. She was not able to adjust her stimulation. Further information is being requested from the hcp.